Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with injection (inj.) Reflin, 1gram/day, and inj. Tobramycin, 40 milligram/day, for the peritonitis. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.